Event description:
It was reported when the device used during a hand assisted laparoscopic colon procedure, it tore. The case was completed with a 4x4 wrapped around site. There was no pt consequence.